Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies. The device was subjected to a series of standard tests that include (but not limited to) visual inspection, output, and telemetry testing, and final functional testing. The device passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and health care professional via a manufacturer representative. It was reported that the bad car accident possibly damaged the implanted device; the device quit working after the car accident. The patient noted that the device was turned off and that stopped the shocking. The entire device was then explanted, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were in a car wreck on (B)(6) 2019; that their hip hit hard on the side of the door and that the car had been totaled. The patient noted that it was a bad wreck and that since then they have noticed they¿ve been feeling electrical shocks in their hip. The patient reported they tried turning the stimulation off and that had not resolved the sensation. The patient was going to follow up with their health care physician (hcp) to check their ins and assess the issue. It was reviewed with the patient the hcp could call the manufacturer company as needed. There were no further complications reported.